Event description:
It was reported that the user experienced elevated blood glucose, including a reading of 271 mg/dl, while using the ilet and had been entering ¿ghost meals,¿ which could interfere with automated insulin dosing. Symptoms included hyperglycemia. Outcomes included the need for clinician intervention and additional training. Investigation included clinician review of usage patterns and troubleshooting with the user, with plans to adjust target settings and provide education on correct meal announcements. Investigation of this case revealed user-initiated meal entries without food intake that likely disrupted the dosing algorithm, consistent with use errors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the therapy algorithm through inappropriate meal announcements, addressed through training and target adjustments.